Event description:
I had the 3rd euflexxa injection. Immediately afterward I had severe knee pain, to where I could not put weight on it. I had not had any problem with the first 2 injections. Arthritis, torn miniscus.